Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual evaluation showed that the device was received in the original box with the batch number of the complaint on the label. The device has surgical tape wrapped around the insertion tube just under the distal anchor. The distal anchor is still at the tip of the insertion tube. Removing the distal anchor showed it is broken at the top of its inner threads. The lower part of the anchor is inside the insertion tube. The distal plug is partially deployed out of the tube. The proximal body anchor is still in place on the outter insertion tube. A functional evaluation showed the orange deployment knob advanced the proximal body on the insertion rod. The black deployment knob advanced the distal plug/rod. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl procedure, a healicoil implant presented an unspecified failure. It is unknown if there was a back-up device available or if there was any delay. No further complications were reported. As per the results of the investigation, the visual inspection showed the distal anchor is broken at the top of its inner threads.

Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed that the device was received in the original box with the batch number of the complaint on the label. The device has surgical tape wrapped around the insertion tube just under the distal anchor. The distal anchor is still at the tip of the insertion tube. Removing the distal anchor showed it is broken at the top of its inner threads. The lower part of the anchor is inside the insertion tube. The distal plug is partially deployed out of the tube. The proximal body anchor is still in place on the outter insertion tube. A functional evaluation showed the orange deployment knob advanced the proximal body on the insertion rod. The black deployment knob advanced the distal plug/rod. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.